Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The rotawire was received inside the guidezilla ii with the burr and the distal tip of the wire outside the guidezilla ii. The collar of the guidezilla was damaged with kinks at the distal tip.

Event description:
Reportable based on device analysis completed on 30-jul-2019. Received unauthorized product return of a 7f guidezilla ii guide extension catheter with no reported issue, and was included in the return of a rotalink plus 2.15mm (MDR 2134265-2019-08483). The 75% stenosed target lesion area was located in a severely tortuous and severely calcified proximal left circumflex (lcx) artery. A 2.15mm rotalink plus was selected for use. During procedure, the non-bsc stent which was placed in the circumflex artery from the left main trunk in the past was fractured in the tortuous part of the cx os. Subsequently, ablation was performed with this device upon restenosis case with severe calcification. Ablation time was 6 sessions for 15 seconds each, then poba was performed using a non-specified 2.0mm balloon catheter. Additionally, there were 9 sessions for 15 seconds each performed with this device. However, upon the ninth session, abnormal sound was heard. The knob of this device was manipulated but it was further noted that the burr did not moved as the rotational burr got detached from the driveshaft on the rotawire. The detached burr was then removed together with the rotawire under a guidezilla support since the wire was not broken. There were no device fragments left inside the patient's body. Also, the maximum burr rotational speed decrease at 15,000rpm during procedure and at 5,000rpm when the reported issue was noted. No patient complications were reported and the patient condition was good. However, device analysis of the returned guidezilla ii revealed collar damage.